Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation (af), tachycardia and noted pericardial effusion.  It was noted that the right atrial (ra) lead exhibited suspected undersensing on current and stored electrograms (egm) and placement could not be confirmed.  The rv lead exhibited undersensing.  The ra lead and rv lead remain in use.  No further patient complications have been reported as a result of this event.